Manufacturer narrative:
Based on further engineering evaluation, the units go through balloon and winding inspection as part of the manufacturing process. Additionally, a pra has been generated.

Manufacturer narrative:
One fogarty embolectomy catheter was sent to our product evaluation laboratory for a full evaluation. The balloon was found to be cut next to distal winding area. The edges on the damage did not appear to match up. Through lumens was patent without any leakage or occlusion. No other visible damage was observed from the returned unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this fogarty embolectomy catheter, a saline leakage from the balloon was noticed, so it could not be inflated. There was no allegation of patient injury. The device was received for evaluation, the balloon was found to be cut and the balloon edges on the damage did not appear to match up. Patient demographics unable to be obtained.